Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
A 10mm biostop g inserter tip trial came off the handle and was left in the patient.